Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information clarified that the episodes of the supraventricular tachycardia episodes were paroxysmal in nature.

Manufacturer narrative:
Should additional reportable information be received an additional regulatory report will be submitted with the reportable information. B3: date is approximate. Month and year are confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 days following the implant of this transcatheter bioprosthetic valve a permanent pacemaker was implanted due to episodes of supraventricular tachycardia alternating with phases of second degree mobtiz ii atrioventricular block. The primary indication for the pacemaker was reported as the second degree mobitz ii atrioventricular block. The event prolonged hospitalization. The event was reported as resolved and reported as probably related to the implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b3. B5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 5 days following the implant of this transcatheter bioprosthetic valve a permanent pacemaker was implanted due to episodes of supraventricular tachycardia (svt) alternating with phases of second degree mobtiz ii atrioventricular block. The primary indication for the pacemaker was reported as the second degree mobitz ii atrioventricular block. The event prolonged hospitalization. The event was reported as resolved and reported as probably related to the implant procedure. No additional adverse patient effects were reported. Additional information was received to clarify the svt and second degree atrio-ventricular mobitz ii block onset was three days after the valve implant procedure.